Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. If additional information is received a supplemental MDR will be submitted. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Due diligence attempts have been made to obtain additional information. At this time, additional information has not been provided. Should any additional information to be captured become available, the complaint file will be updated accordingly. No further follow-up is required at this time.

Event description:
Edwards received notification that this 31mm edwards magna valve implanted in the mitral position was explanted after an implant duration of approx. 13 years and 9 months due to degeneration leading to regurgitation secondary to a broken leaflet. As reported, the procedure started as a valve-in-valve intervention whereby a sapien 3 valve was implanted within the edwards surgical device, but due to a complication occurred during the viv intervention, the procedure was converted to open chest surgery and both the sapien 3 valve and the surgical valve were explanted. A 29mm edwards magna valve was implanted in replacement. The patient's outcome was noted as good.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was discarded. The cause of the event was most likely due to patient factors and progression of underlying valvular disease. H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Per physician surgical valve did not prematurely fail. Patient presented with shortness of breath.